Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the vessel in an open renal transplant, clips does not work properly. There was no proper clip closing. Surgical time was extended by 30 minutes or more due to device change several times. There was no patient injury.